Event description:
Approximately two hours after insertion an airway leak was observed. Additional air was added and checked at 3-4 hour intervals. After removal from the patient a leak test was performed but no leaks weree detected. Visual examination noted the cuff inflated asymmetrically. There were no consequences or injury to the patient.